Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. However, a motor arm communication error alarm and stack corruption alarm was confirmed at long trace history, problem isolated to electronic assembly. The device also had the following physical damage: minor scratched lcd window, scratched case and pillowing keypad overlay.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was 145 mg/dl at the time of incident. Troubleshooting was performed. Self test passed. The insulin pump was returned for analysis.